Event description:
Consumer complaint of low blood results. Expected blood glucose results before meals ranges from 70 to 100 mg/dl and about 121 mg/dl two to three hours after meals. Results are lower when comparing to other undisclosed handheld meter and doctor's meter: other meter: 71 mg/dl. Trueresult: 47mg/dl. Back to back blood test performed during call ((B)(6) 2013; 3:02pm) with results of 68 mg/dl and 67 mg/dl. Test strip lot manufacturer's expiration date is 02/27/2015. Recall test results performed from meter memory; based on the customers expected results (121) and the lowest result in memory (47). The complaint is reportable. (Zone b/c). Adverse event not reported.

Manufacturer narrative:
Internal report #( B)(4). Product not yet returned for evaluation. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013). Most likely underlying root cause of malfunction: user had an inaccurate reference.